Event description:
It was reported that the customer was hospitalized and is currently in the intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 599 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/ a33 test, excessive no delivery test and displacement test. Then insulin pump sensor feature function properly, no lost sensor or weak signal alarms occurred during test.